Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. 2 samples were returned, and these, together with 8 retained needles from the same lot number, were each used to draw eight vacutainers with horse blood from an elevated reservoir. None of the np sleeves failed to recover their needles, and no blood leaked into any of the holders. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that there was leakage in the holder of the bd vacutainer® eclipse¿ signal¿ blood collection needle. No injury or medical intervention reported.